Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74j1900535 that can be related to the failure mode reported. Per ha-000039 rev. 12 line: operational hazards - incorrect to inappropriate output or functionality - needle disengages/separates from suture when used with an accesory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Issue reported: while using capio needle, the bullet broke off inside of tissue and surgeon was unable to retrieve.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation.

Event description:
Issue reported: while using capio needle, the bullet broke off inside of tissue and surgeon was unable to retrieve.